Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the superficial femoral artery (sfa). A 5x100mm supera self-expanding stent system (sess) was advanced toward a lesion in the distal popliteal artery and the stent was implanted without issue. The delivery catheter was removed and a 6x100mm supera sess was advanced in order to place the stent proximal to the 5x100mm stent with a 1cm overlap into the first stent. During deployment the physician noted that the stent looked crumpled or like it did not have a round lumen. About 2 cm of the stent was deployed; however, the sess was withdrawn from the patient anatomy. A 5x150mm absolute pro sess was used to successfully treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The partial deployment was confirmed. The malformed stent was not confirmed. It is likely that anatomical conditions resulted in the stent appearing to be malformed under fluoro. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.